Event description:
It was reported that during the implant procedure, the lead was placed to several positions but could hardly be fixed. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.